Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump critical alarm was heard. The critical alarm was confirmed by telemetry. The pump was in safe state on (B)(6), 2011 at 09:03. The pt's pump was programmed to flex dosing and updated to a ten minute interval. The drugs in the pump at the time of the event were morphine and bupivicaine. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.